Event description:
The patient underwent spaceoar injection ((B)(6) 2022) in the perirectal space prior to radiation that was completed in (B)(6) 2022. The spaceoar injection was uneventful. He presented with a rectourethral fistula and sepsis secondary to the fistula in (B)(6) 2023. In the absence of using spaceoar, rectourethral fistulas are extremely rare events when treating prostate cancer. Space oar is suppose to lower the risk of mild to moderate side effects to the rectum, but in this case it is suspected to have caused a major (grade 4 out of 5) side effect. My practice of 7 physicians has now seen 2 cases of rectourethral fistulas secondary to spaceoar in the last 12 months. This was a never before seen complication of radiation therapy to the prostate for our community prior to these events. This complication is life altering and will require urinary and bowel diversions with possible reconstructive surgery or surgeries. The risk of multiple hospitalizations is high.